Event description:
It was reported that inaccurate battery longevity estimation was observed. The programmer showed longevity of 4.2 years whereas in-house calculations showed longevity of 2.4-3.3 years. It was recommended to follow in-house calculation estimate. The patient will continue to be followed-up as per normal routine.